Manufacturer narrative:
A site representative reported that the imaging system remained in stand alone mode during boot up. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, a new umbilical cable was installed. A successful system checkout was performed which verified that the issue had been resolved. The damaged umbilical cable was sent to the manufacturer for analysis where an electrical failure was confirmed. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system remained in stand alone mode during boot up. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.